Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker replacement procedure on (B)(6) 2026. During the procedure, the physician attempted to explant the patient's pacemaker; however, the right ventricular (rv) and right atrial (ra) leads could not be disconnected from the pacemaker header despite removal of the header setscrews. The physician reconnected the pacemaker, postponed the procedure, and admitted the patient to the hospital. On (B)(6) 2026, the physician elected to deactivate the pacemaker system (no pacing output) and implanted a single-chamber pacemaker with a new lead. The patient remained stable.